Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 bubb det sensor, low level ii. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He found out that the sensor was broken since when the level sensor alarmed the pump did not stop. He replaced the sensor and the issue was solved. Functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report of a s3 bubb det sensor, low level ii malfunction during procedure. There was no report of patient injury.